Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that syringe 3ml ll 200 s/c was damaged. The following information was provided by the initial reporter: it was reported that there was a crack in the syringe upon opening when the customer pressed on the plunger to fill. Verbatim: caller reported that there was a crack in the syringe upon opening the new syringe. When the customer pressed on the plunger to fill the cartridge. Number of occurrences - 2. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Was the syringe/needle reused? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ yes. Cts informed caller bd might follow up regarding return of syringe/needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll 200 s/c was damaged. The following information was provided by the initial reporter: it was reported that there was a crack in the syringe upon opening when the customer pressed on the plunger to fill. Verbatim: caller reported that there was a crack in the syringe upon opening the new syringe when the customer pressed on the plunger to fill the cartridge. Number of occurrences. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Was the syringe/needle reused? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ yes. Cts informed caller bd might follow up. Regarding return of syringe/needle.